Event description:
It was reported that the multigas unit intermittently displayed a "check water trap" error message while monitoring the patient. No consequence or impact to the patient.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at columbus community hospital reported the multigas unit (gf-210ra sn: (B)(6) ) received intermittent "check water trap" error message. Service requested/performed: exchange; nka repair center evaluation of the returned unit: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified physical evaluation: no physical damage nor fluid intrusion. Verify the complaint: cannot verify check water trap complaint. Unit passed test. No error message found. Investigation conclusion: the device warranty began 07/30/15, and the issue was reported after approximately 4 years at customer facility. Evaluation of the unit at nka was unable to duplicate the reported issue. No error message was found during evaluation and the unit passed rc test. As the reported issue could not be reproduced, the root cause could not be determined. No risk analysis is performed as evaluation of the unit at nka did not identify a non-conformance.

Manufacturer narrative:
It was reported that the multigas unit intermittently displayed a "check water trap" error message while monitoring the patient. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the multigas unit intermittently displayed a "check water trap" error message while monitoring the patient. No consequence or impact to the patient.